Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, there was damage to the packaging for a 5f 100cm cobra (c2) tempo diagnostic catheter. After opening the packaging, it was found that the luer hub was separated. An image was provided which shows a slip-tip syringe inserted into a cracked diagnostic catheter luer hub. A new 5f 100cm c2 tempo diagnostic catheter was immediately replaced and used normally. There were no reported injuries to the patient. The device was stored and prepared according to the instructions for use (IFU). The catheter was stored in the device cabinet prior to the procedure. The facility did not use room sterilization methods involving ultraviolet (uv) light or ozone. There was no difficulty removing the device from the packaging. The device will be returned for evaluation. The hospital reported this case as an adverse event to the china nmpa.